Event description:
It was reported prior to using bd vacutainer® k2e 7.2mg plus blood collection tube, there was the incorrect colored hemogard cap on two (2) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd received 2 photos for investigation. Evaluation of the two photos indicated that an incorrect cap (transparent lavender) had been applied to the tube. A total of 100 retained samples were visually inspected, and no incorrect color caps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect color. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2e 7.2mg plus blood collection tube, there was the incorrect colored hemogard cap on two (2) tubes. No adverse impact was reported regarding the patient or user.